Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: hcp is reporting to nca/bfarm: "the patient underwent a cementless total hip replacement in 2018. A high-quality bearing pair with a ceramic head and cross-linked polyethylene was used. Radiological examination revealed that the femoral head articulated directly with the metal cup, suggesting either wear or dislocation of the inlay. During revision, the inlay was found to be half dislocated from the cup. A small edge of the inlay had broken off. Whether this small edge broke off primarily or secondarily is not known. Component failure after 7 years is unacceptable. The patient also has a lumbar spine fusion. However, intraoperative examination revealed no evidence of impingement of the cone against the cup or inlay." The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment ((B)(4) photos). The photographs attached were reviewed, however no evidence regarding the cup was provided for evaluation. Nevertheless, based on the damage observed on the liner and head, it is reasonable to confirm the reported condition. Although there is no specific root cause established for the disassociation, the reported allegation can be confirmed as the fracture on the anti-rotational mechanism of the pinn mar neut 32idx52od (liner) and the metal transfer observed on the delta cer head 12/14 32mm +1 (head) are evidence that can be related to a dissociation condition between the liner and pinnacle 100 acet cup 52mm (cup). However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing evaluation was performed for the finished device (B)(4) lot number, and no non-conformances nor manufacturing irregularities related to the reported event were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the photo evidence of the involved implants. The pinnacle 100 acet cup 52mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-jun-2018. 3) any anomalies or deviations identified in DHR: none related to the reported event. 4) expiry date: 31-may-2028. 5) IFU reference: IFU-0902-00-701. A manufacturing evaluation was performed for the finished device (B)(4) lot number, and no non-conformances nor manufacturing irregularities related to the reported event were identified. A manufacturing evaluation was performed for the finished device (B)(4) lot number, and no non-conformances nor manufacturing irregularities related to the reported event were identified. H11 additional narrative: added: d10.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h4. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a cementless total hip replacement on (B)(6) 2018. A high-quality bearing pair with a ceramic head and cross-linked polyethylene was used. Radiological examination revealed that the femoral head articulated directly with the metal cup, suggesting either wear or dislocation of the inlay. During revision on (B)(6) 2025, the inlay was found to be partially dislocated from the cup (rotated approximately 90°). A small edge of the inlay had broken off. Whether this small edge broke off primarily or secondarily is not known. Component failure after 7 years. The patient also has a lumbar spine fusion. However, intraoperative examination revealed no evidence of impingement of the cone against the cup or inlay. The ceramic head was intact with black abrasion marks. The cup was left in place, and a new inlay + revision head was inserted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.